Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, 1st inratio: 1.6, 2nd inratio: 2.9. Patient's therapeutic range: (2.0-3.0).